Manufacturer narrative:
UDI number: ni. Establishment name: (B)(6). Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a broken rod was found during a radiographic examination after the patient felt pain. A revision surgery was performed to remove the rod. Competitive devices were used to complete the revision procedure.

Event description:
It was reported that a broken rod was found during a radiographic examination after the patient felt pain. A revision surgery was performed to remove the rod. Competitive devices were used to complete the revision procedure.

Manufacturer narrative:
Additional information: methods, results and conclusions codes. The device was not returned, however, an x-ray image was provided. The image shows that one rod has fractured confirming the complaint. Without the device being returned, no conclusions regarding the cause can be drawn. The lot number was not provided, so the DHR is unable to be reviewed.